Event description:
It was reported that the system controller ((B)(4)) was exchanged for system controller ((B)(4)) for an unknown reason. While (B)(4) was in use, controller internal fault, pump off, driveline disconnected, and low flow alarms were active. The patient was admitted to the hospital due to loss of consciousness when the pump stop alarm was active. (B)(4) was exchanged for (B)(4) due to the active alarms and the alarms resolved. As of (B)(6) 2022, the patient was intubated and was under examination. MFR # for (B)(4): 2916596-2022-12397. MFR # for (B)(4): 2916596-2022-12396.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was evaluated following the reported event of a controller exchange. There was no log file submitted for review. The system controller was not returned for analysis. The additional information stated that the controller was exchanged for an unknown reason. The next connected controller experienced a controller fault and was also exchanged. The patient was admitted to the hospital due to loss of consciousness when the pump stop alarm was active. There were no pictures or additional documents provided. Additional information stated that system controller, serial number (B)(6), was not returned since it didn¿t have any obvious issues. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.